Event description:
Pt undergoing mitral valve repair/replacement and single cardiac bypass graft. Cental line placed and pt intubated. Easy intubation with good visualization. Pt on anesthesia machine. Decreased oxygen sats noted, difficulty ventilating, probable pneumothorax from central line insertion. L chest tube inserted, pt went into pea. CPR initiated, meds given, pt resuscitated. Procedure aborted, anesthesia machine changed out, no difficulty with replaced machine.